Event description:
It was reported that during a low anterior resection, at the start of the procedure, the anvil was on the stapler. No strange sound was heard then they heard the click by connecting the two parts together. After firing and removing, the anvil was not connected anymore and was left behind in the body. After colonoscopy, they found the anvil and made a new anastomosis with a new ils without any problems.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center additional information: please clarify: was the retrieval of the anvil all done at the same time as the original procedure? Yes. Did the creation of a new anastomosis have any negative out come to the patient? If so please explain? Yes and no, they resected an extra part of the colon, but the patient is fine. Was the procedure done open/laparoscopically? Laparoscopically. What device was used for the proximal and distal transaction? What color reload? The circulaire doesn't have a color reload!!!! Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near a existing staple line. Were any unexpected noises heard? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the anvil did not fall out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.